Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 4 of the screws, parts and lot numbers unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the implanting 5 screw threads cracked. One of the 5 damaged screws will be returned the other 4 will not be returned. It was reported there was no patient harm. This report is for 4 of the unknown screws. This is report 2 of 2 for (B)(4).